Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the deposit appeared during surgery when the implant was placed, the deposit was completely removed from the eye by polishing during the initial procedure and the deposits were like small filaments. The patient's current health status reported as resolved. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been three another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A used company cartridge was returned in the opened company pouch for lot. Viscoelastic was observed inside the cartridge. The tip had stress marks. Interior damage is observed on the bottom of the nozzle and tip. The cartridge had evidence of placement into a handpiece. Parallel (top and bottom) pressure marks were observed on the outside of the nozzle as if it were grasped or held by an instrument. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on bottom of the nozzle and tip. Two "example" used cartridges were also retuned with the information that no problem was encountered with these samples. However, the "example" cartridges exhibited similar damage. A photo was provided of a monofocal lens in the eye. An area is circled in green near the edge. A small particulate is observed in the indicated area. A determination as to the nature and origin of the material cannot be made from the photo. Product history records were reviewed and documentation indicated the product met release criteria. An additional comprehensive record review was conducted by manufacturing science and technology (ms&t) technical steward. Qualified associated products were indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The damage in the nozzle and tip may indicate a handpiece issue. The IFU(instructions for use) instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol(intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Requested refresher training for clareon lenses. The manufacturer internal reference number is: (B)(4).